Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk. (B)(4).

Event description:
A surgeon reported that during vitrectomy surgery, the black connector for connecting the vitrectomy probe broke. There was no consequence for the procedure completion, and no consequence for the pt.